Manufacturer narrative:
The reported failure was confirmed. There was burning mark on the charging board. The charging board failure appeared to be an isolated case, based on historical pump data. The charging board was replaced. The pump was retested to meet all specifications on 03/12/2016. (B)(4).

Event description:
The user reported that "the pump quit working and smoke came out the back of it." The user plugged the pump in and walked away from the pump. Four to five minutes later, she returned to the pump and she smelled a smoke. She was able to see small amount of smoke coming from the back of the pump. Then she unplugged the pump and set it aside. No patient was involved in this incident.